Event description:
Information received by medtronic indicated that the insulin pump had a rewind anomaly. Customer stated that the piston in the reservoir case was not driving back and stays at top. Customer stated that the rewind was not possible. Customer stated that the insulin pump passed self test. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer reported that the piston stays at the top making rewind impossible. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: scratched case. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected rewind anomalies were noted during testing; in other words, the motor was able to rewind completely without any problems. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any related pump errors that may have occurred around the event date. The adapt tool in combination with the unit's pump history file confirm that a pump error 37 occurred on (B)(6) 2021 @ 13:32. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. Inspected for any evidence of insulin leakage inside the reservoir compartment, and there are signs of previous moisture presence at the top of the motor slide. In summary, the customer¿s report that the piston stays at the top making rewind impossible was not confirmed during testing; however, a pump error 37 occurred and this is due to the presence of previous moisture at the top of the motor slide. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.